Event description:
Patient underwent crt d replacement on (B)(6) 2020. In (B)(6) 2020, the shock impedance increased to 150 ohms. Detection was left off.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between april 1 and august 4 recorded the initially gradual increase of the shock impedance from 75 ohms to 115 ohms until (B)(6) 2020 with a subsequent increase to greater than 150 ohms. The available photos of the lead, probably taken during the revision procedure, showed a deformation of the df-1 connector. A connection between this damage and the clinical observation cannot be excluded. However an analysis of the lead would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.